Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she was experienced dark areas in her peripheral vision that are shaped like an arc. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. At the request of the consumer, the surgeon was not contacted. (B)(4).